Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there was no observed damage to the exterior adapter housing, the reload was articulated, the knife bars were herniated out of the side, the jaws of the reload were open, and the reload had a full complement of staples. Functionally, the adapter was attached to a handle. The handle entered emergency retract mode. The handle was unable to bring the laminates back, and it was unable to articulate the reload to a straightened position. The adapter was removed and was calibrated using a manual retract tool. The reload was able to be removed. The adapter was reconnected to the handle. The adapter was recognized and calibrated properly. The adapter tested satisfactorily on the test fixture. A loading unit was attached, recognized, and able to articulate without any difficulty. The reload was able to be loaded and unloaded. A review of the system logs showed there were no errors in the logs. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, d9, initial reporter (name, last name, occupation and phone number), g3, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgical oncologist placed the powered stapler deep into pelvis for the distal colon resection during a low anterior resection. The reload was fully articulated and the tissue extremely thick. When the stapler was closed on tissue the powered stapler indicated extreme tissue thickness. The surgeon waited 30 seconds, open and closed the stapler to clamp back down on the stapler. Once the stapler was ¿fired¿ the reload elbow ¿blew out¿ from the frame. The stapler stopped and did not fire. The surgeon opened the reload and noticed the malformed elbow on the reload. A new adapter was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the adapter did not fire and the reload blew out. A new adapter was used to resolve the issue. There was no patient injury.